Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
User facility reported that the product was in use with pt. The product was found to be leaking and the leakage source was confirmed to be the inflation line. User reported the device removed and replaced. No incident related medical sequela reported.